Event description:
The reporter stated that she used the device to check her glucose and the result was 84mg/dl. She then dosed insulin and passed out. Her spouse found her and checked her glucose and the result was 214mg/dl. He retested on another meter and the result was 40mg/dl. He treated her with one glucose tablet, koolaid and apple juice.